Manufacturer narrative:
Root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.

Event description:
It was reported an over infusion. The device was programmed to run twenty-four hours; however, was complete within twelve hours. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. The device was programmed to run twenty-four hours; however, was complete within twelve hours. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.